Event description:
The pump was explanted prophylactically to avoid in-vivo battery depletion and returned to the manufacturer. The patient had no symptoms. The drug used in the pump was morphine.

Manufacturer narrative:
(B) (4). Final device analysis results of the pump revealed - a reliability non-conformance; motor gear shaft wear. Analysis indicated the jewel that corresponded to gear 4 had caking. Gear 4 was stuck in the jewel and had lower shaft wear. Some moisture was present in the motor housing. The motor was stalled as received. The roller arm area had green and brown corrosion and residue present. The roller wheels turned freely. An x-ray verified no roller arm movement. All other testing was acceptable.